Event description:
The initial reporter stated they received discrepant results for two sample tubes collected from one patient at the same time and tested for creatinine and ise indirect k for gen.2 on multiple analyzers. The specific creatinine reagent that was used was requested, but was not provided. The affected analyzers include 2 cobas 8000 c 702 module analyzers and 2 cobas 8000 ise modules. This medwatch will apply to the cobas 8000 ise modules. Please refer to the medwatch with patient identifier (B)(6). For information related to the c702 modules. Both sample tubes collected from the patient were initially processed and aliquoted on a cobas 8100 pre-analytics system. These are the results from the first sample tube ((B)(6)): creatinine measurement 1 = 68 umol/l on c702 module serial number (B)(4) from an aliquot of the tube on (B)(6) 2022. Creatinine measurement 2 = 73 umol/l on c702 module serial number (B)(4) from an aliquot of the tube on (B)(6) 2022. K measurement 1 = 4.43 mmol/l on ise module serial number (B)(4) from an aliquot of the tube on (B)(6) 2022. K measurement 2 = 4.41 mmol/l on ise module serial number (B)(4) from an aliquot of the tube on (B)(6) 2022. K measurement 3 = 4.5 mmol/l on ise module serial number (B)(4) from the primary tube on (B)(6) 2022. K measurement 4 = 4.49 mmol/l on ise module serial number (B)(4) from the primary tube on (B)(6) 2022. These are the result from the second sample tube ((B)(6)): creatinine measurement 1 = 165 umol/l on c702 module serial number (B)(4) from an aliquot of the tube on (B)(6) 2022. Creatinine measurement 2 = 139 umol/l on c702 module serial number (B)(4) from the primary tube on (B)(6) 2022. Creatinine measurement 3 = 138 umol/l on c702 module serial number (B)(4) from the primary tube on (B)(6) 2022. Creatinine measurement 4 = 166 umol/l on c702 module serial number (B)(4) from an aliquot of the tube on (B)(6) 2022. K measurement 1 = 5.01 mmol/l on ise module serial number (B)(4) from an aliquot of the tube on (B)(6) 2022. K measurement 2 = 5.11 mmol/l on ise module serial number (B)(4) on (B)(6) 2022. K measurement 3 = 5.13 mmol/l on ise module serial number (B)(4) on (B)(6) 2022. The creatinine reagent and k electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The customer has concluded that the results from sample ID (B)(6) were correct.

Manufacturer narrative:
The customer determined that the issue may be related to contamination due to sample containers touching prior to being processed on the cobas 8100 pre-analytics system. The customer noted that they use round bottom and pointed bottom urine tubes and the pointed bottoms tubes are not stable in the tube holders. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.